Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Due to damage on the circuit board, image disappeared. The event can be detected/prevented by following the instructions for use which state: bf-p190 operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Bf-p190 operation manual: chapter 4 operation: 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end had a burn and image disappeared on the bronchovideoscope during angulation in up/down directions. There was no patient involvement.